Event description:
It was reported that during posterior communicating artery aneurysm procedure, the physician placed a guiding catheter to the target lesion and then used a guidewire to place a microcatheter. While delivering the subject stent, physician felt resistance and was unable to advance the subject stent within the microcatheter. The physician tried to withdraw the subject stent, however the subject stent deployed prematurely within the microcatheter. The microcatheter and the subject stent were removed from the patient anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during posterior communicating artery aneurysm procedure, the physician placed a guiding catheter to the target lesion and then used a guidewire to place a microcatheter. While delivering the subject stent, physician felt resistance and was unable to advance the subject stent within the microcatheter. The physician tried to withdraw the subject stent, however the subject stent deployed prematurely within the microcatheter. The microcatheter and the subject stent were removed from the patient anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was seen to be deployed inside the sl-10 catheter proximal shaft. The stent was seen to be deformed. The sdw and introducer sheath were not returned. During functional inspection, the stent was removed from the catheter shaft by advancing a patency mandrel distally through the catheter and pushing the stent out through the catheter hub. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent deployed prematurely during use was confirmed during analysis. The reported stent difficult/unable to advance or pullback through catheter could not be confirmed; however, the analysis results are consistent with the reported event. Additional information received was the device was prepared as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as not tortuous. The device was returned for analysis. The stent was returned deployed within the proximal shaft of concurrent microcatheter complaint confirming the reported event and once removed the stent was found to be deformed. The sdw and the introducer sheath were not returned for analysis. It¿s likely when the reported resistance was felt during the procedure manipulation of the device would have caused the premature deployment. The as analyzed (aa) ¿stent deployed prematurely during use¿ and ¿stent deformed¿ as well as the as reported (ar) ¿stent deployed prematurely during use¿ and ¿stent difficult/unable to advance or pullback through catheter¿ codes will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.